Manufacturer narrative:
A getinge service territory manager (stm) evaluated the iabp. The stm verified that there was no pneumatic fluid intrusion. As a preventive measure, the stm replaced the pneumatic module assembly (0997-00-1178). All functional and safety tests were performed and passed to meet factory specifications. The iabp was returned to the customer and cleared for clinical service. The full event site name is (B)(6). This report is being submitted as the result of a retrospective review conducted in CAPA 584165.

Event description:
It was reported that during use on a patient the iab ruptured mid-therapy, causing blood to infiltrate the cardiosave intra-aortic balloon pump (iabp). The iabp was swapped to continue therapy. There was no harm or injury to patient and no adverse event was reported.